Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the force bipolar with dual grip instrument could not be removed from the cannula. To resolve the issue, the port and instrument were removed together, which resulted in tissue damage and required more suturing than anticipated. The procedure was successfully completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Isi has received the force bipolar instrument to perform failure analysis. However, as of the date of this report, the evaluation of the force bipolar instrument has not been completed.

Manufacturer narrative:
Updated sections: h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar with dual grip instrument for failure analysis. The grip test and the continuity test were performed, and there were no identifiable issues. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional, and no product issue was identified. Additional information: further information did not clarify the cause of the physical damage. However, it was noted that the force bipolar with dual grip instrument showed no visible abnormalities, such as a dislodged or misaligned jaw or a protruding grip tip. The instrument's wrist could not be straightened due to physical damage and as a result, the instrument and cannula were removed together. It remains unknown whether the port incision was enlarged to remove the instrument and cannula, or if bleeding occurred due to injury to the peritoneal tissue. However, the customer indicated that damage had occurred to the peritoneum at the port site incision.

Event description:
Refer to h11 for follow-up information.